Event description:
The customer called to report high bgs. During the call the customer informed that they were admitted to the hosp for diabetic coma. The customer indicated that they were in ICU in one hosp for three days and then in regular care for an additional four days. The customer was treated with IV drip and the dr did not make any determinatin of what caused their high bgs. The customer mentioned that they have been using the same set for seven days. The customer removed the set at the time of call and treated their bgs with a manual injection. A self-test was performed. The pump was blurry in the right hand corner. The customer was not sure if the pump was bumped or dropped recently. Instructed the customer to disconnect from the pump and revert to back up plan.